Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, atrial lead noise and auto mode switch (ams) were observed. Isometric testing could reproduce the noise. The lead is being monitored. The patient was stable.